Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer reported that the insulin pump had a blank display after received failed battery test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were unable to clear the failed battery test alarm with esc and act button. The customer stated that the battery cap was not damaged or corroded. The insulin pump will not be returned for analysis.